Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device for the endovascular treatment of a type ia endoleak on a previously implanted non-mdt stent graft. The aneurysm diameter measured 72.6mm with a proximal neck diameter of 27.6mm and 188mm in length. Supra renal angulation was noted as 57.5 degrees. It was noted that there was no calcium or thrombus at the seal zone. It was reported on a follow up CT approximately 10 months post index procedure that inadequate penetration of an endoanchor on the right lateral side was observed and was now in the aneurysm sac. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.